Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a calcified 120 mm, 90% stenosed lesion in the superficial femoral artery (sfa). Four low-speed, six medium-speed, and six high-speed treatments were performed. No complications were observed following atherectomy. The core lab angiographic imaging observed type-c dissection in the treated lesion. The clinical event committee reviewed images and concluded that the oad was possibly related to the dissection and related to distal embolization. No further information is available.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for user manual states that vascular dissection and distal embolization are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).